Event description:
It was reported that the patient does not like the current placement of the ipg. The patient underwent a revision procedure where in the ipg was moved. The patient was doing well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks ago from the date the manufacturer was made aware.